Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, the dial of the handle was broken. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found all the bands present and moved out of their positions with two bands broken. The two broken bands, along with another band, were caught under the other four bands. The trip wire was noted to be kinked and the ligator head teeth were bent. The suture was intact and attached to the trip wire loop, but was completely detached from the ligator head. The trip wire was partially rolled in the handle; there is evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the valuation of the device, these failures are likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, the dial of the handle was broken. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.